Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Further review of the facts provided it was found that the customer had the battery installed with no (or faulty) electrode pads attached. The log confirms electrode connection faults. However, device testing showed that the device recognized known good electrode pads. The electrodes used at the time of the event were not returned as part of this investigation. Per the operator's manual proper storage of the device involves having electrodes connected at all times. The customer was advised to check their pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.